Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a failure code 810:11 was confirmed but not duplicated. The assignable cause was determined to be an out of calibration air in line (ail) board. The ail board was recalibrated to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 810:11, which occurred upon device power-up. Upon reviewing the pump's event history, baxter service personnel discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.